Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer must press the wake button multiple times before the screen turns on. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level of 180 (mg/dl). Reportedly, customer will continue to use the pump for insulin therapy.